Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that controller area network (can bus) overflow errors were detected. This error is the result of to much information being pushed from one can bus component for the system to handle. As such the system doesn't receive or respond to other commands given to the unit. It was decided to replace the image acquisition system (ias) computer and ias vector dongle. On (B)(6) the ias computer and ias vector dongle were replaced and afterward the system functioned as expected. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the image acquisition system (ias) had a controller area network (can bus) overflow error preventing it from any movements or activities appear multiple time. No patient present.